Event description:
The customer complains blood leak during treatment. Blood flow rate, 100-150mu/min, tmp, 160-215mhg. The blood loss was about 3-4ml. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Add'l manufacturer narrative: no further info is expected for this specific event and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability."